Event description:
It has been reported to philips that the system shut off on its own. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut off on its own. Fse ordered the suite pc for replacement. The suite pc was replaced, and the software were loaded in another work order. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.